Event description:
Clinic notes were received and indicate that the patient underwent removal of vns due to infection. The infection in chest area was associated with the larger and thicker vns model which caused patient to feel it more on his chest and scratch area causing infections. After implant surgery, the patient continued to have infection and drainage. The generator was removed as a result.

Manufacturer narrative:
Device evaluated by MFR? - device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
Additional clinic notes were received detailing the patient's infection history. The patient had been admitted to the hospital due to generator-site infection and drainage. The infected generator was explanted the following day, and the infected tissue was debrided. Cultures were taken at the wound site in the left chest. The patient was given antibiotics. The physician reported that the patient's wound had since healed. No additional relevant information has been received to date.

Event description:
It was reported that the patient acquired infection again and that an explant of the device is needed. Patient's previous infection with previously explanted devices were reported in MFR. Report # 1644487-2016-01740. At that time the infection was resolved after explant, and patient was re-implanted. Additional relevant information has not been received to date. A review of device history records showed that both the lead and generator were sterilized prior to distribution.